Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure via a 6f sheath. Reportedly, pre-placement for the first proglide suture was successful. When attempting to pre-place the second proglide suture, a suture retrieval issue occurred. A third proglide device was attempted, however the suture came out with the knot coiled. A fourth proglide was attempted and successfully pre-placed. The sheath was upsized to a sheath greater than 10f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed first and fourth proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.